Event description:
Patient on ECMO pump. It stopped for unknown reason requiring hand cranking for about three minutes. Staff noted that the water heater on pump was also off. No alarms initially, although alarms were set and on. Pt's heart rate dropped to the 50's (no intervention required). Pump was restarted and pt back on ECMO. Biomed was notified and at bedside. Biomed determined ECMO was connected to heater (cincinnati sub-zero model #333w to the uninterruptible power supply (ups) of the ECMO.) This caused the ups overload and turn off. It is not known if it is standard practice at the facility to plug the heater into the ECMO circuit. Biomed told the users to plug the heater into red outlet and not into ECMO. No further problem with the ECMO. There was no patient injury. It is unknown if the MFR's instrctions for use addresses this issue.